Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) over 411 mg/dl with symptoms of extreme drowsiness, extreme thirst, feeling drained and a moderate level of ketones associated with an alleged loss of prime issue. Reportedly, the did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient stated treatment consisted of insulin injections and changed out their infusion set. During troubleshooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge temperature which potentially caused the loss of prime issue. It was also revealed that the loss of prime occurred 2 or more times. The user was advised to consult with their healthcare provider f needed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.